Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. Touchscreen calibration was performed, but the issue remained. After replacing the touchscreen and performing periodic maintenance, the pse verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil), and the pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The pil technician confirmed that the touchscreen passed all flex cable resistance verification testing and resistance ratio testing. Given that flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touchscreen, this investigation has resulted in no problem found. D4 - product UDI number is updated.